Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise, resulting in oversensing and pacing inhibition for the pacemaker dependent patient. The noise was not consistent. The device was reprogrammed. The patient was asymptomatic and would continue to be monitored.